Manufacturer narrative:
The qa lab found the returned reagent to read e11 (confirms exposure) and an average of 77 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.

Event description:
The customer stated that he received control test results that were high, out of specification. His initial complaint did not meet criteria to be reported, but his test strips were returned for eval. Replacement test strips were sent to the customer.